Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to perform incoming functional testing) was confirmed. As received, the monitor failed a pulse test and displayed a service code 105 (pulse test relay stuck) and service code 203 (pulse test fault). The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.